Event description:
It was reported by a customer on (B)(6) 2011 the fiber tip (cap) detached outside of the pt at 66,213 joules. Per the customer, it is unk if there were any observations concerning the fiber aim beam. An observation leading up to this event was that the fiber was not working properly. There were no error codes displayed on the console when this event occurred. No pt injury was reported.